Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Stent obstruction is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2021-00075 for the postoperative events reported in the kuribara article.

Event description:
The following was identified through a review of a publication titled ¿introducing of the istent. ¿the surgeon reported a postoperative experience of bleeding and iris damage following trabecular microbypass stent procedure. In addition, the surgeon referenced an unknown publication reporting that yag was used to release the device snorkel from the iris. In contrast, the surgeon cited his personal experience when attempting a yag laser treatment with two (2) cases. Reportedly, the surgeon experienced a case of hyphema and re-blocking of the stent; thus, expressing that in some circumstances, yag treatment may not be optimal and different treatment methods may be required-such as stent replacement. Any omitted information was not provided following attempt to obtain pertaining additional information. Please see the attached publication for further details. This report references the postoperative events cited in the publication (unknown) referenced within the article.